Event description:
The customer reported to olympus the 4k camera head exhibited a video defect. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and confirmed the reported issue that image noise occurred. Additional evaluation finding: head imaging pixel had a defect; head scope mount was dented; head main body was worn; and electrical contact was dented on the connector. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, noise on the image occurred due to failure of charge-coupled device (ccd). However, the specific root cause for the failed ccd cannot be identified. Olympus will continue to monitor field performance for this device.